Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18 user has high glucose value. (B)(4).

Event description:
Consumer reported complaint for hi. The customer is concerned with tests results from results obtained of hi. The customer's expected non-fasting blood glucose test result range is 130-160 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 71 and 71mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 181mg/dl (B)(6) 2017 03:23 pm fasting: no; 202mg/dl (B)(6) 2017 02:34 pm fasting: no; hi (B)(6) 2017 02:15 pm fasting: no; 220mg/dl (B)(6) 2017 02:52 pm fasting: no.